Event description:
Account reported received surgeons have been noticing an increase in undercorrections the last few months. We have considered all the possible variables that might account for them but they are different surgeons, different days, different teams, different corrections. Patient required an enhancement procedure for the correction of the undercorrection.

Manufacturer narrative:
(B)(4). On (B)(6) 2014 application support manager visited account and observed surgeon complete 1 ilasik patient (both eyes) successfully and did not see anything to lead to undercorrections. Confirmed inner diameter of sphere less than 0.80. All pertinent information available to abbott medical optics has been submitted. Placeholder.